Event description:
The customer reported that the unit would not power up during a code. The battery and ac power were removed and reset to resolve. No adverse patient impact was reported.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.